Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: three batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. A review of the batteries internal logs revealed that the lifetime max cell voltage had values above the anticipated maximum cell voltage. This observation is an additional finding not related to the reported event. A possible root cause of the out of range maximum lifetime cell voltage values in the internal logs can be attributed to a manufacturing error. Based on this observation, it is possible that a cell pair, at some point in time, exceeded the threshold of 4.3v. However, this could not be confirmed due to the out of range values in the internal logs. When a battery cell exceeds the voltage threshold, the battery will not charge until the voltage decreases below the threshold, triggering a cell-over-voltage (cov) flag. If the battery remains connected to the battery charger with a cov flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Based on the available information, a possible root cause of the reported batteries not charging can be attributed to overvoltage faults detected by the analog front end (afe) integrated circuits. Additional products: (B)(6) d10: yes, return date: 26-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b14 h6: FDA results code(s): c0301 h6: FDA conclusion code(s): d16 (B)(6), d10: yes, return date: 26-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b14 h6: FDA results code(s): c16 h6: FDA conclusion code(s): d0301 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not charging. The batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name : heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation : no, device mfg date: 22-sep-2018, labeled for single use : no. Brand name : heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation : no, device mfg date: 22-sep-2018, labeled for single use : no. Additional information has been requested regarding the event clarification, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.